Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During the removal of the impella insertion sheath, the medical staff noted significant tension between the sheath and the impella pump. The pump was inadvertently pulled back and was unable to advance across the valve. The impella was explanted and replaced with a new impella cp. The patient survived the procedure.

Manufacturer narrative:
The investigation for the reported positioning issues and difficulty inserting/removing pump through introducer issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that only the pump was returned for investigation. No abnormalities were observed on the returned product. The clinical information does not indicate that a guidewire was used for re-access. The cause of the issue was most likely wireless re-access. The impella device is not indicated for wireless re-access. The cause of the introducer issue was not determined since the introducer was not returned. This report is being filed as part of a retrospective review of historical records.